Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years later, the patient with abdominal pain underwent a computed tomography abdomen pelvis with contrast. An infrarenal inferior vena cava filter was present with multiple tines projecting beyond the wall of the inferior vena cava. One of the legs of the filter projected into the wall of the aorta. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with high risk of deep vein thrombosis/pulmonary embolism. Approximately fifteen years later, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.